Event description:
As reported, the housing around the polyethylene glycol (peg) plug of a 6f/7f mynx control vascular closure device (vcd) split while being entered through the hemostasis valve of a 6f non-cordis catheter sheath introducer (csi) exposing the sealant. As a result, the device was removed and another 6f/7f mynx control vcd was used successfully to achieve hemostasis and complete the procedure. The initial procedure was a peripheral intervention in which a retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, a vessel diameter greater than 5mm, and no presence of vessel tortuosity. The sheath was not kinked or bent upon removal and excess force was not applied during insertion of the mynx control vcd. There was no reported injury to the patient and the device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2131901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. Complaint conclusion: as reported, the housing around the plug of a 6f/7f mynx control vascular closure device (vcd) split while being entered through the hemostasis valve of a 6f non-cordis catheter sheath introducer exposing the sealant. As a result, the device was removed and another 6f/7f mynx control vcd was used to achieve hemostasis and complete the procedure. The initial procedure was a peripheral intervention in which a retrograde approach was used. The femoral artery suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, a vessel diameter greater than 5mm, and no presence of vessel tortuosity. The sheath was not kinked or bent upon removal and excess force was not applied during insertion of the vcd. There was no reported injury to the patient. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f 7f was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock symbol visible in tension indicator window, the sealant is fully deployed on the catheter, exposed to blood as received. Button 2 was not depressed. The syringe was connected to the device with the stopcock in the closed position. No damages or anomalies were observed on the sealant sleeve assembly or the atraumatic tip of the returned device. The procedural sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU. Per functional analysis, button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use mynx control IFU. Button 2 was fully depressed during the device failure investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per dimensional analysis, the slit length of the returned device was verified and noted to be within specification. The catheter working length from the distal end of the sheath catch to the proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant was fixed over the balloon proximal tip and exposed to blood. There was no frayed/split/torn or kinked/bent condition observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2131901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/split/torn¿ and ¿premature deployment¿ were not confirmed during analysis of the returned device. The exact cause of the events could not conclusively be determined. Procedural/handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.